Event description:
Several 10% neutral buffered formalin specimen containers have been found to have leaked in transport of critical biopsy specimens. We have also noticed several leaking containers that have never been opened and re-secured.